Event description:
It was reported that the surgeon revised the tm glenoid because of laxity of the shoulder joint. There was no issue with the implanted device, but the surgeon decided to utilize a tm reverse shoulder in the revision procedure.

Manufacturer narrative:
The size and lot number of the implant could not be identified. Per the report provided by the surgeon and sales representative, the revision surgery was performed due to laxity in the patient's shoulder, and there was no issue with the implanted device.